Manufacturer narrative:
This report is being filed to provide additional information. Investigation: one year of service history was reviewed for this device with no issues related to the reported condition identified. The device serial number history report indicates no further related issues have been reported for this device. Root cause: user interface issue correction: all operators at the customer's site have been instructed by the department manager to read the seal safe system in the (B)(4) spectra optia operators manual.

Event description:
Due to EU personal data protection laws, the patient (operator) information is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, the customer confirmed that no medical intervention was required for this event. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer stated that the operator was holding the tubing too close to the sealing area. Per the customer, the department manager at the customer's site instructed all operators to review the instructions for the spectra optia sealsafe in the spectra optia operator's manual. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that an operator received a small electric shock while operating the spectra optia sealsafe. Post procedure, while the operator was sealing the anti-coagulant(acd-a) tubing line, she received a small electric shock on her finger and noticed that her fingertip was black in color. It is unknown at this time if medical intervention was required for this event. Patient (operator) information is not available at this time.